Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, extrusion and exposure, odor, bleeding, pain, urinary problems, infection, dyspareunia, vaginal scarring and recurrent stress urinary incontinence. An excisions of the mesh and anterior vaginal wall reconstruction were performed.